Manufacturer narrative:
MFR site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Hydrolift does not open.

Manufacturer narrative:
Hydrolift received in decontaminated condition without visible defects. Test and analysis equipment used: digital-camera "panasonic dmc tz8". Insufflation pump "merit- blue diamond". Insertion instrument "aesculap fw453r". The insertion and pump equipment were prepared and connected to the hydrolift. Distraction was smoothly completed (3mm). The pressure was then increased to 20 bar, to check the leak tightness. The complete system and also the hydrolift were absolute tight. Manufacturing documents were reviewed and found to be according to specification valid at the time of production. It can be assumed that the system was not properly vented. When there is residual air in the system, a complete distraction of the implant is not possible. Corrective / preventive action is not possible.